Manufacturer narrative:
(B)(4). Evaluation: results/conclusions: other (unk cause of event).

Event description:
The archer wire was used with a wlgore excluder device through a wlgore dry sheath. The vessel morphology was straight forward. It was reported that while the physician was sewing/closing the pt at the femoral artery the physician noticed that there were flakes of ptfe coating from the wire on the vessel. The archer wire was discarded and will not be returned for evaluation. The physician had to cut out some of the adventitia to get rid of the green flakes. The physician believes that all ptfe flakes were removed from the pt. No clinical sequelae were reported, and the pt is fine.